Event description:
There was a fracture found in the catheter shaft during analysis.

Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. Log file analysis indicated contact force was lost during the procedure. When the returned device was connected to the tactisys quartz, a ¿catheter not detected¿ error message was displayed. Further investigation revealed a crack in the 19-pin flex circuit, consistent with the observed error message and with the reported event. Optical fibers 1-3 intermittently met specifications for optical properties when force was applied to the distal tip, consistent with a deformation of the tip assembly and the reported event. The deformable body thermocouple (tc2) was determined to be fractured at the location of the fracture in the shaft material, consistent with the observed error messages, the device history record was reviewed to ensure that each manufacturing and inspection operation was performed.the root cause of this device deficiency was determined to be damage to the catheter tip during removal of the catheter from its packaging due to the design of the tip protector.